Event description:
It was reported that couple patients had a burn. Additional information was received that the grounding pad that was used was not removed, replaced or readjusted. The area had hair intact on the upper thigh and the patient did have a previous burn with the same type of machine but the skin was clear where the pad was placed. The grounding pad was discarded.

Event description:
It was reported that couple patients had a burn.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.